Event description:
It was reported that this pacemaker reverted to safety mode operation. As the patient is pacing dependent, a box change was scheduled for one week later. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode operation. As the patient is pacing dependent, a box change was scheduled for one week later. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.